Manufacturer narrative:
The suspect device, lot number nor the photos are not available for investigation. Therefore, root cause has not been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bpoco1a broselow point of care medication guide for pediatric resuscitation and emergency infusions design increases the likelihood of dosage error. There is no information on the patient's outcome.